Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins () found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #10 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that during a battery change there were high impedances when testing the new battery. There were no known external or environmental factors that may have led to the issue. Repeated attempts were made to remove the leads and wipe them down and the inside of the battery that housed the leads was suctioned. There was no consistence with impedance levels and the surgeon asked for a new battery. Impedance levels were then within normal range and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.